Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead's shocking impedance increased to >125 ohms. Noise was present on the shock channel with arm and body movement, and the impedance was also reported to vary with the arm movements. It was reported that at the implant procedure for this lead and implantable cardioverter defibrillator (ICD) there were high defibrillation thresholds (dfts). The physician elected to removed the proximal coil and this lead segment was capped. It was later reported that a procedure was performed to implant a sq arry due to the patient's high dfts. At that time, it was noted that setscrews for the distal shock coil were confirmed to be loose. The setscrews were tightened and the impedance returned to 38 ohms. No adverse patient effects were reported.